Event description:
The lay user/patient called lifescan (lfs) on august 11, 2006, and alleged the meter was displaying the result "lo" and was prompting error 4 and error 5 messages. The lfs representative obtained the following information from the patient. The patient called lfs, as he was obtaining several error messages. He was diagnosed with diabetes in 2006 and is testing his blood once a day. He takes 1 x 500mg of metformin 3 times a day, after meals. Three days months later, the patient ate before testing at around 11:30 a.m. When he had a cheese sandwich; at about 12 p.m. The patient took 1 x 500mg of metformin as prescribed. He attempted to test at that time, but he was obtaining an error 4 or error 5 message. The patient had been applying the blood sample on top of the test strip, which could cause error messages. At 3:54 p.m., the patient tested his blood glucose because he felt tired. He obtained a result of lo. Because he felt tired, so he ate a couple of cakes. He tried to contact his healthcare professional, but the office was closed and he was feeling better after eating. The patient did not seek any medical attention. He tests only once a day and the results in his meter memory were 12.7 mmol/l the previous day, at 10:14 a.m., 7.1 mmol/l in 2006, at 9:11 a.m., and 9.4 mmol/l in 2006, at 11:11 a.m. The patient was trained on the proper testing technique. The patient performed a control solution test, which passed. The patient also performed a blood glucose test, which is the first blood test result since he had the lo reading and the result was 7.3 mmol/l. This complaint is being reported, although the meter issue was resolved; the patient was unable to test on his meter and during this time the patient had symptoms suggesting he was hypoglycemic. The patient had obtained a result of "lo" during the event. A replacement meter has been sent.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.